Event description:
The patient was burned an inch thick from the shoulder to the chest. The pump was being recalibrated with normal pressure reading and water shot out across the room. The water was reported as being very hot.